Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: manufacturing location: supplier ¿ (B)(4) / inspected, packaged and released by: monument. Release to warehouse date: 21-nov-2017. Part number: 319.006, depth gauge for 2.0mm and 2.4mm screws; lot number: h363284 (non-sterile); lot quantity: (B)(4). Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received from avalign nemcomed dated 03-nov-2017 was reviewed and determined to be conforming. Packaging label log lppf, lmd/lpf rev f was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device history batch null, device history review 13-dec-2019: DHR reviewed, this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H3, h6: investigation summary background: it was reported that on (B)(6) 2019, the depth gauge measuring stick was broken. It was unknown how it broke off and where. It was unknown if it broke during surgery or during cleaning process. There was a five (5) minutes surgical delay to get another set. Procedure outcome and patient status are unknown. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006, lot number h363284) was received at us cq. Visual inspection of the complaint device showed the needle component was broken off. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: 319_006 rev m (manufactured) and rev n (current) were reviewed. No design issues or discrepancies were identified. Complaint confirmed: no. Investigation conclusion: this complaint is confirmed as the needle component has broken off. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: awareness date reported on follow up 1 report as december 03, 2019 but should have been december 23, 2019. H6: patient code: there was no patient involvement device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the depth gauge measuring stick was broken. It was unknown how it broke off and where. It was unknown if it broke during cleaning process, but it did not happen during the surgery. There was no patient involvement. This is report 1 of 1 for (B)(4).